Event description:
Edwards received information a patient with a 25mm magna mitral valve implanted approximately 10 years underwent valve-in-valve procedure due to unknown reasons. A 26mm 9750tfx transcatheter valve was implanted inside the 25mm valve. The procedure went well with no product issues and no harm to the patient. The patient is scheduled for discharge home and is doing well.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted when new information is received. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a patient with a 25mm 6900p mitral valve implanted 11 years, 11 months, underwent valve-in-valve procedure due to unknown reasons. Per physician, surgical valve did not prematurely fail.